Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. A report was received that a cypher stent was associated with fracture and migration six months post implantation. The event involved a male patient with an unknown medical history. Initially, he was admitted to hospital with recurrent stable angina and underwent an angiogram that revealed a lesion in his proximal circumflex. No vessels and/or lesion characteristics were provided. It is not known if the lesion was pre-dilated prior to the placement of a 3.00 x 23mm cypher stent. No other procedural details were provided. Six months after the index procedure, the patient underwent another angiogram that revealed a new lesion in his mid lad. This was treated with the placement of a cypher stent. The previously implanted cypher stent in the proximal circumflex demonstrated no significant restenosis. However, it was found to be fractured in two pieces with the proximal aspect having migrated into the lm. The patient was asymptomatic at this time and refused to have this treated with emergent surgery. It was therefore, treated with the placement of another cypher stent in the lm to proximal lad. The product remains implanted in the patient and is thus, not available for evaluation. In addition, a DHR review could not be performed since the lot number was not provided. Based on the limited information provided, it is not possible to draw a conclusion about a relationship between the device and the event. Corrective actions have been opened to address cypher stent fractures. Please note that this is the initial/final report for this product.

Event description:
The male patient presented with recurrent stable angina six (6) months after cypher 3.0 x 23 mm stent implantation in the proximal circumflex target lesion. A new focal 75% lesion was noted in the mid left anterior descending (lad) artery. There was no significant restenosis noted in the cypher stent (sirolimus eluting stent/ses). The lad was treated by implantation of a cypher 3.0 x 13 mm stent. Ivus and coronary angiography revealed good stent apposition. The patient was asymptomatic. The cypher 3.0 x 23 mm stent was noted to be fractured into two (2) parts and the proximal portion of the stent was migrating to the left main trunk (lmt). The patient refused emergency surgery and preferred coronary intervention. A cypher 3.5 x 18 mm stent was implanted and covered the middle lmt to the proximal lad. The fractured stent in the lmt was successfully crushed between the newly deployed stent and the vascular wall of the lmt. Post-procedural angiography and ivus revealed a good result. The comment made was that this may be a unique characteristic of the ses that is easier to be fractured and is difficult to cover by the neointima of the coronary artery.